Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that this event occurred due to a malfunction of the lock mechanism of the video connector socket, which prevented the video connector from being fixed, resulting in the occurrence of b30 due to a communication error with the endoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was inspected at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the error b30 which indicated communication error was occurred and endoscope detection did not work intermittently when 170/150 series videoscope was connected to the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.